Manufacturer narrative:
The reported event could be confirmed, since the affected device was returned for investigation. - a review of the device history for the reported lot did not indicate any abnormalities related to the reported event. - a worldwide complaint database search found no other reported incident (s) for this product/lot combination since release for distribution. After a thorough investigation (returned device, DHR review, complaint history review), it appears that a malposition of the cup, leading to primary intra-prosthetic conflict likely led to progressive loosening over time. Intraoperative findings of a completely loose cup and a dissociation between the neck and the polyethylene liner in addition to the patient skiing fall support a scenario of mechanical instability. The most probable root cause of this event is a surgical technique/user error. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.

Event description:
It was reported that a patient (64-year-old retired male) experienced loosening of the prosthesis in less than one year. Although he had a skiing fall, the surgeon does not consider this to be the cause. According to the surgeon, the loosening is more likely related to a failure of the cannulated conical reamer. He routinely reams with a motor, but in this case, the trapezium socket was found to be highly ovalized.